Event description:
The customer received a blood glucose reading of 93mg/dl on the contour next usb meter, re-tested on a different meter and the reading was 57mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer did not have the test strips any longer. Product was not replaced.

Manufacturer narrative:
The call ended before the customer's personal information could be obtained.